Manufacturer narrative:
It was reported that during a tka procedure, both distal paddles and the medial anterior block fit flush. However the lateral anterior block is quite a bit off. The affected visionaire adaptive guide, used in treatment, was returned and evaluated. A visual inspection of the returned blocks showed no obvious signs of damage. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This reported failure has been identified in the instructions for use and risk management files. Our investigation including an engineering review by our visionaire team noted that after evaluation, it was determined that a section of the anterior femur was oversegmented. This would have affected the block fit. Additionally, it was determined that the medial epicondylar marker was incorrectly placed. This resulted in the femoral component being internally rotated 1.5 degrees. A relationship, if any, between the device and the reported incident is corroborated. The root cause of this failure is determined as an incorrect segmentation. Based on this investigation, the corrective action has been implemented. The alignment engineer along with the segmenter have taken steps to ensure that all surgeon preferences are met going forward. At this time we feel these actions will prevent recurrence of this failure. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during a tka procedure, both distal paddles and the medial anterior block fit flush. However the lateral anterior block is quite a bit off. The anterior hook on the block was touching the anterior femur shaft. Dr. Proceeded with the distal cut. However, when placing the 4 in 1 block on the femur, it appeared to be in too much internal rotation. He aborted and used the mechanical sizer which sized a 4. The visionaire plan sized a 3. The tibia block seemed to fit appropriately and the resection seemed appropriate. No delay confirmation. No injury to patient.